Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the pump was programmed to deliver unspecified "inotropes" in preparation of a pt who was being transferred from another facility. No specific programming parameters were provided. It was reported that the pt arrived at the user facility with unspecified "inotropes" being delivered via an unspecified pump. It was reported that after the user facility's pump was powered on to initiate therapy, the pump displayed "bad cartridge reprime or change" during the self test. The pump was reprimed twice; however, the pump continued to display, "bad cartridge reprime or change." The customer contact reported, "the inotropes ran dry on incoming facility pump and pt required fluid bolus." The device was removed from clinical use. The customer contact reported the pt "stabilized" after therapy was initiated using a replacement device. Multiple unsuccessful attempts have been made to obtain add'l info including specific pt info, programming parameters, event details, and pt outcome.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. (B)(4).